Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for subtalar fusion, calcaneal revision surgery. During the surgery, when surgeon was utilizing headless compression screws, a drill bit tip was broken. The surgeon was drilling a hole over a guidewire using the 5.0 cannulated drill bit for the insertion of 6.5 headless compression screw when the tip of the drill bit broke on an already inserted screw. The procedure successfully completed with two minutes delay. No patient consequence. This complaint involves one (1) device. This report is for (1) 5.0mm cannulated drill bit large qc/300mm. (B)(4).